Manufacturer narrative:
Due to character limitation in e1 for event site name, (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had no backbeat and the balloon could not be inflated without any alarm prompts and there was no response when pressing the start button. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site address, event site city, event site telephone), g1 (contact person ¿ mfg site), g3, g6, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Due to character limitation in e1: event site address: (B)(6). Event site telephone: (B)(6). Event site state: (B)(6). A getinge field service engineer (fse) states that after the customer restarted the device it worked normally and the issue has not recurred, the data tested on site by the fse also met the factory requirements. This may have been related to the software version.